Event description:
It was reported that the customer delivered a large amount of insulin unknowingly because she had not disconnected from the insulin pump during priming. The blood glucose reading was 200 mg/dl. The customer stated that she went to her doctor to set the insulin pump up, but that it did not seem to be working correctly. Upon troubleshooting, it was found that the device settings were programmed correctly. The customer realized that she had not disconnected during the reprime. Advised the customer that she was dosed with a lot of insulin and would need to correct for that. Advised the customer to disconnect from the device and to stay disconnected until she could verify that her blood glucose levels were stable. The customer stated that she felt okay and was in good spirits. She treated with chocolate and stated that she would be okay. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.